Event description:
Woke up in the middle of the night with a severe back pain. Couldn't even sleep tried taking advil did not help. I've also been having terrible stomach aches and pains, bad rashes and pimples all over my chest and back area. I went to the dr and they told me I have a vaginal bacterial infection.